Manufacturer narrative:
Correction: spectranetics became aware on (B)(6) 2018 that the initial MDR was submitted with the incorrect aware date. Correct date that manufacturer became aware of reported event is (B)(6) 2018.

Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable. Operator of device code not available at this time.

Event description:
A procedure commenced to extract four leads: one left ventricular (lv), one right atrial (ra), and two right ventricular (rv) due to infection. A glidelight device, model 500-303 was in use. During the procedure, an svc tear occurred during extraction of one of the rv leads. Unfortunately, the patient did not survive.